Event description:
Using abbott labs libre 3+ sensor. Serial #(B)(6) and showed very low blood sugar (50s) overnight after putting it on earlier in the day. Kept alarming all night! (Scary! When you depend on this product to manage one's blood sugar level. Of course I pricked my finger to double check and the blood sugar overnight was around 110 - so the problem was with the abbott labs sensor). This has happened 3 times over the last 6 months on different sensors (lasts about 14 days per sensor). There is an advisory about some of these sensors with serial on abbott website but I cross checked this one and it says, "not a problem" with this one. So that is not true! Abbott needs to check further. I am going to ask for a replacement! Hope abbott will accommodate. They always try to tell you that there is "no problem". I had to insist to get a replacement. Why? Horrible customer care! It cost me $75 and I am senior and cannot afford this or the headache such a big company gives its consumers. Pt code: 4580. Device codes: 1012, 1535, 2978. Reference reports: mw5179993, mw5179994.